Manufacturer narrative:
H3/h6: investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported a patient with diabetes experiencing a line blocked alarm. The patient was instructed to insert a new infusion site while continuing to use the same cassette. After the site change, insulin delivery was resumed and the alarm did not reoccur. Review of the infusion set identified a bent cannula. There was patient involvement/ no harm reported. The bent cannula could cause blockage of therapy during use.